Event description:
Ous MDR - boston scientific received info that this right ventricular (rv) lead was involved in a revision procedure due to pericardial effusion. The physician was unable to determine which lead was directly involved and elected to reposition both without consequence. No additional adverse pt effects were reported. This device remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. The date of implant was not provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.